Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood/body fluid on the distal conductor (not obstructed). There was also blood/body fluid in the outer tubing overlay and the helix/ lobe mechanism. Evaluation summary for (B)(4): the full lead was returned and analyzed and the distal conductor was distorted. There was blood/body fluid on all conductors and the distal conductors (not obstructed). There was also blood in/on the helix mechanism and sleeve head. All insulators were breached cut. There was a tip seal observation and the lead was damaged at implant.

Event description:
It was reported that during the implant, the left ventricular lead had positioning difficulty and dislodged due to the patient's anatomy. It was also reported that the helix mechanism of the right ventricular lead did not extend. Both leads were not implanted and were replaced with a new leads. No patient complications have been reported as a result of this event.